Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's continuous glucose monitoring system was not accurate. The customer stated her sensor glucose reading would be 300 mg/dl and her blood glucose would be 38 mg/dl. The customer stated communication was properly connected between the sensor and insulin pump. No additional information provided.